Manufacturer narrative:
The device item number and brand name is unknown. The lot number was not provided/known.

Event description:
The doctor indicated that an unknown abutment screw fractured within the oss513 implant. The fractured screw fragment could not be removed therefore the implant was removed ((B)(6) 2017).

Manufacturer narrative:
One osseotite® implant was returned for inspection. A visual inspection revealed that a piece of an unknown fractured screw was noted to be fractured into the drive feature. Therefore the complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In this case a specific screw could not be identified. Therefore a specific torque value could not be identified. Risks associated with the reported event of screw fracture are highlighted in rm-00057-haz rev 2, and may include the following: customer error: o inadequate treatment planning, misunderstood or overlooked instructions for use o torque applied during placement/seating exceeds recommended value o clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage patient factors: patient parafunction (i.e. Bruxism, clenching) a singular cause cannot be determined.